Event description:
It was reported that this patient's left hip was revised approximately 8 years 10 months post op due to wear. Patients stem was already revised to competitors so their head was used. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): 180-01-58 - nv crown cup clstr hole 58mm group 3: (B)(6). 164-03-10 - element-stem, collared w/ha, std offset, sz 10: (B)(6). 170-40-93 - biolox delta femoral head 40mm od, -3.5mm: (B)(6). 180-65-20 - alteon 6.5mm screw, 20mm: (B)(6). 180-65-20 - alteon 6.5mm screw, 20mm: (B)(6). 101-05-20 - 3.2mm drill bit 20mm 1pk: (B)(6).

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 . MDR section codes updated/corrected: b, c, d, g. The most likely cause for the revision reported due to early prosthesis wear is a combination of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). Additionally, the sequence of events as related to the reported wear cannot be confirmed and the contributions of each to the reported event cannot be determined. The prosthesis wear was able to be confirmed from the provided images and pre-revision radiograph. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.